Event description:
Consumer complaint of about high blood results. Expected blood glucose results fasting range from 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Verified storage of test strips is within specification since they are kept in living room. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set correctly): (B)(6); 12:18- 175 mg/dl (daughter). (B)(6); 12:10 - 158 mg/dl (husband).(B)(6); 12:08 - 168 mg/dl. (B)(6); 10:15pm - 223 mg/dl. (B)(6); 08:47pm - 264 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Expected blood glucose results fasting range from 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined. Verified storage of test strips is within specification since they are kept in living room. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set correctly): (B)(6). Adverse event not reported.